Event description:
Reportedly, during a follow-up on 25 september 2018, a message stating that the device had entered in standby mode was observed. It was not possible to re-initialize it and the same message was displayed using two different programmers. The pacemaker was finally correctly re-initialized using a third programmer. Proper operation of the device was also confirmed from ECG and egm. The patient returned home after the parameters were reprogrammed back to the previous values. Preliminary analysis revealed that a potential ventricular lead issue is suspected.

Manufacturer narrative:
Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on 25 september 2018 and its normal functioning was restored.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on 25 september 2018, a message stating that the device had entered in standby mode was observed. It was not possible to re-initialize it and the same message was displayed using two different programmers. The pacemaker was finally correctly re-initialized using a third programmer. Proper operation of the device was also confirmed from ECG and egm. The patient returned home after the parameters were reprogrammed back to the previous values. Preliminary analysis revealed that a potential ventricular lead issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on 25 september 2018, a message stating that the device had entered in standby mode was observed. It was not possible to re-initialize it and the same message was displayed using two different programmers. The pacemaker was finally correctly re-initialized using a third programmer. Proper operation of the device was also confirmed from ECG and egm. The patient returned home after the parameters were reprogrammed back to the previous values. Preliminary analysis revealed that a potential ventricular lead issue is suspected.